Manufacturer narrative:
(B)(4). The lvad was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt was being worked up for thrombus and hemolysis and was never discharged from the initial implant on (B)(6) 2013. Within 24 hours of implant, the pt showed signs of right heart failure (rhf). The pt was returned to the operating room for bleeding and evacuation of hemothorax due to surgical bleed. The pt was never discharged and on (B)(6) 2014, the patient's lactate dehydrogenase (ldh) levels increased. His ldh level were still increased on (B)(6) 2014. The pt's left ventricle was not decompressed. High does IV medication was started on (B)(6) 2014 and anticoagulation was increased. The pt expired on (B)(6) 2014. The hospital suspects that emboli showered the head and that the pt had a stroke.